Event description:
It was reported that after using bd max¿ system, bd max¿ instrument a false positive was obtained on a patient sample. The customer did not report which assay was performed that resulted in the false positive result. It is unknown if the false positive result was reported out or if there was any patient impact. The following was reported by the initial reporter: max - 441916 - (B)(6) - false positive.

Manufacturer narrative:
The following field has been updated with additional information: b.5. Describe event or problem: it was reported that after using bd max¿ system, bd max¿ instrument a false positive was obtained on a patient sample. The customer did not report which assay was performed that resulted in the false positive result. It is unknown if the false positive result was reported out or if there was any patient impact. The following was reported by the initial reporter: max - 441916 - (B)(6) - false positive. B.6. Relevant tests/laboratory data: repeat testing. H.6. Investigation summary: the complaint alleges the bd max instrument had "false positives." Customer reported that they are witnessing suspected false positive results. A bd field service engineer (fse) was dispatched to the customer site to perform an instrument health check where normalization ratios were verified to be within specification and instrument alignment and calibration was performed. Cleaning of the instrument was also performed. The instrument was qualified and confirmed to be functioning within bd specifications. This complaint is unconfirmed as the issue was unable to be reproduced and instrument performance was confirmed to be within specifications. The root cause cannot be determined with the information provided. No samples were expected to be received as part of this complaint, and therefore no samples were returned, and no returned material investigation could occur. Review of the device history record for the instrument is not required because this complaint does not allege an early life failure or failure at installation and the complaint is unconfirmed, thus a DHR review would yield no useful information. Service history review was performed for the instrument and no additional cases were observed for the complaint failure mode reported. Bd quality will continue to closely monitor for trends associated with this complaint. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported that after using bd max¿ system, bd max¿ instrument the acquired a false positive. The following was reported by the initial reporter: max - 441916 - ct2416 - false positive.

Manufacturer narrative:
G.5- there were multiple PMA / 510(k)#s reported to be involved. The information for each 510(k) number is as follows: k111860 k130470. H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.